Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed the delivery wire was noted to be broken/ fractured and the main coil was stretched. A functional test was unable to be performed due to the condition of the returned device. As per the additional information, the coil was inspected and confirmed to be in good condition during/after unpacking and preparation and the device was prepared as per the dfu. Based on received information, slight force was applied to advance the coil. The analyzed defects are indicative of the reported event. It is probable that the device was damaged due to the reported coil in catheter friction. Based on the investigation results and available information, an assignable cause of procedural factors was assigned to this investigation.

Event description:
Based on the investigation of the returned product, the delivery wire was found to be broken inside the patient. There we no clinical consequences to the patient.